Manufacturer narrative:
The reported event was confirmed during functional testing of the thermogard console ((B)(4)). The root cause is due to a shorted connection between the chassis and the assembly coldwell reservoir. The issue was resolved after realignment of the chassis and the coldwell reservoir. The console was received with physical damages observed which are unrelated to the reported event. One damage was noted on the pump lid. Review of the event log revealed multiple mid09 (air trap assembly) error messages on (B)(6) 2018. It was indicated that the damaged pump lid caused the mid09 error messages to occur. Additionally, physical damages were also observed on the seal rocker, window display, rollers, pan drip, spar gasket and front housing. The console is a reusable device and was manufactured on 01 nov 2011. It has exceeded its expected serviceable life of five years and is approaching 7 years old. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the age of the device and is unrelated to the reported complaint. After replacement of the damaged parts, the console was functionally tested and passed all final specification without further issue observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
During routine inspection, it was observed that the thermogard console ((B)(4)) displays a coolant low message although inspection of the console's coolant level observed that it is full. No patient involvement.